Manufacturer narrative:
D3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of difficult/ unable to remove through other device was most likely use issue related since the perclose got tightened prior to explant inadvertently by staff.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 33-year-old male with acute myocardial infarction and cardiogenic shock (scai stage e) underwent impella support via right femoral percutaneous arterial access. At the time of explant on (B)(6) 2026, it was reported that the preclose sutures had been inadvertently tightened prior to device removal. During explant, the pump was withdrawn to the repositioning sheath; however, the sheath was subsequently pulled out of the arteriotomy and stopped at the motor housing, preventing further removal of the impella catheter from the access site. The device could not be advanced or withdrawn through the vasculature, and vascular surgery was consulted, resulting in surgical intervention with cutdown for device removal. No product damage was reported, no excessive force was applied, and the device was not removed due to a device-related failure mode. The patient survived the procedure and was stable at the conclusion of the event. Based on information provided, the difficulty in device removal appears related to access site management, specifically inadvertent pre-tightening of the preclose sutures, and not to a malfunction or performance issue of the impella device.